Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400ml & flow rate: unk. Procedure: shoulder manipulation. Cathplace: unk. Bolus button stuck down. Pump attached to pt post op on (B)(6) 2011 and seemed to be working fine. Later in the evening, the pt called to inform pain management that the bolus button was stuck and had been all night. Pt had pump replaced the following day. No adverse event occurred. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been rec'd, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. The directions for use (dfu) (pn 1306085, rev.b) states: warning if the button does not pop back up within 30 minutes, check position of orange refill indicator. If indicator is in the lowermost position, close clamp. If button pops back up within 10 minutes, open clamp and continue with infusion. If button remains stuck, it may result in a significant increase in flow rate to pt. Keep clamp closed. Pump should be replaced if appropriate. If indicator remains in the uppermost position, something may be impeding the flow. Check for tubing kinks, closed clamp or patency of connected devices such as catheter or unvented filter (verify patency) according to your standard protocol." Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when rec'd and a f/u report will be filed.